Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a crack in the battery compartment. In addition, the display was dim and discolored. Unrelated to these issues, the audio bolus button cover was missing making further testing of the bolus button functionality impossible. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on (B)(6) 2016. Investigation revealed a crack in the battery compartment. In addition, the display was dim and discolored.